Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 50 to 26 mg/dl at the time of the incident. The customer was at 55 mg/dl when they went to bed. The customer went up to 72 mg/dl after being treated. The customer used soda and was given intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The customer had adjusted their basals to lower settings during pregnancy. The insulin pump will not be returned for analysis.